Manufacturer narrative:
B5: the lens was rotated (repositioned) on (B)(6) 2023. The patient is uncorrected 20/25- od at last visit on (B)(6) 2023. Claim # (B)(4).

Manufacturer narrative:
Patient weight, ethnicity & race unknown. Implanted/ explanted dates unknown. Adverse event problem: health impact- clinical code: 4581 - refractive error, permanent loss of bcva; work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+2.5/092 (sphere/cylinder/axis), into the patients right eye (od). At 3 weeks post-op, the patient complained of blurriness (mild) centrally, monocular diplopia, glare/halos and ghosting/doubling of her midperipheral vision. There is permanent loss of bcva. The cause of the event is the device. The lens remained implanted. Additional information has been requested but none has been forthcoming.